Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient presented in office post-operatively and the incision looked redden and swollen. Blood was drawn and white blood count was at 11.9. The patient was scheduled for removal on (B)(6) 2018. The patient is a carrier of (B)(6). The system was explanted and the issue was resolved. No further complications were reported.